Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply (B)(4) was plugged into the evh, it was discovered that the cord had a hole in it. Power goes in and out while being tested. Warranty expired 10/2014. There were no injuries at the time of this incident. No case was being performed at the time of testing. No patient involved.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4) updated section: b4, e3, g4, g7, h6, h10, h11 corrected section- h6health effect ¿ impact codes" no patient involved" the reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.